Event description:
It was reported that a user experienced a sensor pairing failure with an fsl3+ device in which the responsible device was not identified, and customer care provided education and troubleshooting that enabled successful replacement and setup. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included no medical intervention and no impact to daily activities.

Manufacturer narrative:
Investigation included technical support review and user guidance through pairing and replacement steps. Investigation of this case revealed that the event was attributable to a pairing failure that resolved with user education and reinstallation, with no device malfunction confirmed. It was concluded that the product functioned as expected after troubleshooting and that user guidance resolved the issue.